Manufacturer narrative:
No samples will be rec'd for eval. A 2-year review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.

Event description:
Buretrol did not fill all the way and tubing comes out of female adaptor, although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, or medication involved.